Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported a patient interface that broke suction during the procedure. Additional information requested. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
The root cause could not be identified conclusively. Most possible root cause could be poor placement of the suction ring and applanation cone onto the patient's eye, patient physiology (eye anatomy), patient reaction, etc. (B)(4).